Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced toxic anterior segment syndrome (tass), and elevated iop. The lens was later explanted and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11 manufacturer narrative - toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also led to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Manufacturer narrative:
B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pigment dispersion and elevated iop without pupil block and angle closure. The lens was explanted, and problem resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6 - health effect - clinical code (e): 4581 - pigment dispersion. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. H6- investigation type 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Iop elevation from baseline, iris pigment dispersion, secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).